Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011, critical respiratory distress and a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products; associated mdrs # 1225714-2014-00721, 00722, 00723, 00724, 00725 and 00726.